Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/01/2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2017. The patient's mother reported that the patient was feeling week and took a blood glucose (bg) measurement with the bg meter. The patient's bg meter value was 50 mg/dl while the cgm bg value was 230 mg/dl. It's not know what treatment was provided. No medical intervention was needed. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.